Manufacturer narrative:
Device not returned.

Event description:
It was reported through the filing of a lawsuit that, "on (B)(6) 2001, the patient underwent a posterior fusion surgery at the l5-l6 level in his lower back. During this surgery, the surgeon implanted metal hardware into his back including two pedicle and vertebral body screws manufactured and sold by stryker. The patient underwent back surgery to repair and replace the hardware in his back on (B)(6) 2012."

Manufacturer narrative:
Method: not applicable. Results: the customer reported event of an unknown screw breakage was not confirmed. The device was not returned for evaluation. No further evaluation possible. Conclusion: the root cause of the failure could not be confirmed due to the absence of the device and limited information.

Event description:
It was reported through the filing of a lawsuit that, "on (B)(6) 2001 the patient underwent a posterior fusion surgery at the l5-l6 level in his lower back. During this surgery, the surgeon implanted metal hardware into his back including two pedicle and vertebral body screws manufactured and sold by stryker. The patient underwent back surgery to repair and replace the hardware in his back on (B)(6) 2012."